Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was in the hospital for a procedure and received a battery out of limit alarm from her insulin pump. The customer's blood glucose level was 118 mg/dl at the time of the report. The customer was assisted in programming her insulin pump. The product was not returned. Nothing further was reported.